Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was unable to charge her ipg since last week. The sjm representative confirmed the loss of communication with multiple external devices. Subsequently, the pt's ipg was explanted and replaced which was resolved the issue.